Event description:
Reporter indicated that system diagnostics resulted in high lead impedance, indicating possible lead malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance result. Site reported review of chest x-rays showed no obvious lead discontinuities. Revision surgery is likely. No serious injury reported.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.